Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated non-conformance to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that during a rotator cuff procedure the tips on two of the customer's healix advance knotless br anchors (5.5mm) broke off while going into the bone. The surgeon was able to shave the broken tips out of the bone hole with no issue and no debris left in the patient. The surgeon completed the procedure using a third healix anchor with a different lot number in the same bone hole with no patient consequences. There was a five minutes delay. The sales representative reported that the bone quality was average and the broken anchors were discarded. Please see also medwatch report: 1221934-2018-54358.